Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Femoral shaft fracture of total right hip.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed through a review of the provided medical records by a clinical consultant. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: {...} - device-related factors play no role in pp-fracture problems because the problem is located in the bone around the device and materials and/or manufacturing aspects of the device play no role in pp-fracture failure scenarios. It was confirmed during revision that all components were intact. The stem was exchanged only because it had become loose due to the fracture and stability of the new device requires a longer stem to bypass and stabilize the fractured bone area. This pi case is not device-related. Procedure-related factors: - none. Patient-related factors - patient trauma or adverse movement. Device-related factors: - none. Diagnosis: - a traumatic overload condition of external origin has contributed to a periprosthetic fracture around the accolade ii stem requiring revision.{...} -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the investigation concluded that the periprosthetic fracture was caused by {...} a traumatic overload condition of external origin has contributed to a periprosthetic fracture around the accolade ii stem requiring revision.{...}

Event description:
Femoral shaft facture of total right hip.